Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be dripping out of multiple infusion set tubings during the load fill tubing sequence. Supply changes were performed resolving the issue. Customer's blood glucose level was 67 mg/dl at the time of report.